Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor, blower assembly and system board were replaced to address the issue. The machine flow sensor and blower assembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor and blower assembly functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor, blower assembly and system board were replaced to address the issue.